Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received from a healthcare provider via a company representative regarding a patient receiving fentanyl 10,000 mcg/ml at 8,006 mcg/day, and clonidine 30 mcg/ml at 24.017 mcg/day. The cause of the pump motor stall was not determined. The pump was programmed to minimum dose prior to the replacement which occurred on (B)(6) 2015. No rotor or dye studies were performed. It was noted that the reason for catheter removal was other per print report provided, a motor stall occurred on (B)(6) 2015 at 14:36, followed by a stopped pump period may exceed tube set message 48 hours later. The patient's status after the device removal was recovered without sequela. The patient was reported to be doing fine, no patient injury occurred.

Manufacturer narrative:
Analysis of the pump found a gear train anomaly due to corrosion and/or wear and/or lubrication, stall due to shaft-bearing, stall due to gear wheel 3, and overinfusion due to an undetermined root cause. During testing, the pump was found to be over infusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). Dispense testing performed with the initial 300 ul/day test passed but graphing looked a bit odd so a retest was done. The retest for 300 ul/day failed with an over infusion. Per deviation testing, a 1000 ul/day test was to be performed but this pump stalled. Destructive analysis found corrosion.

Event description:
Additional information was received from a company representative. The reason for catheter removal was selected as "other". The company representative selected other, because it was believed to be a prophylactic replacement of the catheter and there was no non-complaint selection.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID 8 590-1, lot# n274231, implanted: (B)(6) 2011, product type: accessory. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID 8832, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).

Manufacturer narrative:
Conclusion code replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient heard the pump beeping on (B)(6) 2015 and (B)(6) 202015. The patient¿s pain relief was less. The patient also reported no withdrawal but decreased pain relief. The patient went in for a scheduled refill on this event report date and the managing read the logs which indicated that a motor stall had occurred on (B)(6) 2015 at 07:47 and recovered on (B)(6) 2015 at 13:32. No diagnostic was performed. The managing doctor refilled the pump and kept it at simple continuous rate. At the time of this report, the issue was noted to have been resolved and patient status was noted as ¿alive ¿ no injury¿. It was also noted that it was unknown as to whether surgical intervention had been planned. It was later reported that an active motor stall was noted during the initial interrogation on (B)(6) 2015. There was no patient symptom reported in relation to this event((B)(6) 2015). The pump was explanted on (B)(6) 2015 and would be returned for testing. The device system was delivering fentanyl and clonidine. The causality and final outcome was not report d. If additional information is received, a follow-up report will be sent. [There was additional information reported that was not relevant to this event and therefore was omitted; (B)(4).]